Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, loss of capture, and high out of range pace impedances. The impedance values were greater than 2000 ohms and the noise could be reproduced with isometrics. The lead was found to have damage due to clavicular crush and was extracted. During the procedure, the physician needed to transfer to the groin and use a snare to extract the rv lead. The lead was not replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed because the conclusion code was updated. In addition, corrections were needed to the event description and device coding.